Manufacturer narrative:
No UDI is available; the device was manufactured before UDI implementation. The track installation used with the reported ceiling lift passed the load test conducted in december 2024 by arjo. The tightening of the end stopper was checked at that time. The arjo technician confirmed that the customer¿s staff routinely install and transfer ceiling lifts between room rails as needed. Based on this information, it seems likely that the lift may have been installed by the customer. During the investigation it was established that since the end stopper detached, it could not have been properly tightened to the track. Consequently, when the lift was moved, both the ceiling lift and the end stopper detached and fell from the rail. According to the maxi sky 600 instructions for use (IFU, 001.14150.33.en), ¿all track are closed with end stoppers or connected to other closed track components. Before use, make sure all end stoppers are in place and secured.¿ the IFU also states: ¿make sure that end stoppers and rail caps are in place and tightened¿ before every use. ¿torque end stoppers to 20 n.m. 15 lbf.ft¿ initially and every year. Following the event, the end stoppers were re-installed. The arjo device failed to meet its specifications, as the ceiling lift detached due to an untightened end stopper. The device was not being used for patient transfer at the time of the incident. The complaint was deemed reportable due to the lift detaching from the track.

Event description:
The maxi sky 600 ceiling lift and the end stopper (the ceiling installation component, that prevents the lift from falling off when it reaches the rail¿s end) detached and fell from the rail. No patient was involved and no injury occurred.